Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the specifications range and passed off no power test. The insulin pump was monitored and tested with no failed battery test, weak battery alarm and low battery alert noted. The insulin pump received with stripped battery cap coin slot (p), slight corroded battery cap contact, slight corroded battery tube, slight corroded battery tube spring, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a failed battery test alarm and battery had to be changed every day. Customer's blood glucose was between 60 mg/dl and 180 mg/dl. Customer also reported of receiving a weak battery . During troubleshooting, it was found that batter cap and battery compartment was corrorded.